Event description:
An 8mm x 30mm bridge assurant biliary stent was used for the treatment of the left iliac artery with an unknown amount of stenosis. Calcification and vessel tortuosity is unknown. The right iliac artery was accessed with a 6 french brite tip cordis sheath. The bridge assurant stent delivery system was extremely tight and difficult to get through the sheath. Contrast injection was also reported to be impossible. The physician traversed the device up and over the bifurcation, which had a 90-degree take-off but was unable to round the bifurcation. The device was advanced 1/2 to 3/4 of the way over the arch and could not be advanced further. The physician pulled the device back and forth for about 40 minutes when it was noted that the stent moved halfway off the angioplasty balloon. Therefore, the physician pulled the device and sheath into the right iliac with the intention of deploying the stent. However, the balloon could not be inflated to deploy the stent. The physician intentionally moved the stent off the balloon and used a boston scientific 4x2 marshall angioplasty balloon and two other angioplasty balloons to dilate the stent. It was reported the 6 french sheath was removed and a 7 french sheath was placed. The procedure was completed with a competitive stent. No clinical sequelae were reported, and the pt is reported to be fine. The stent and stent delivery system and 6 french sheath were returned to medtronic ave for eval; however, it was inadvertently disposed of; therefore, analysis of the device could not be completed.